Event description:
It was reported that the surgeon inserted a 20.0 diopeter aa4204vl silicone plate lens and the trailing haptic was torn by the mouth of the injector. The incision was enlarged to remove the lens and another same type of lens was implanted. Pt is in good condition.